Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/ pelvic floor. It was reported that pt reported their therapy was never successful for them. Pt reported that their symptoms had never been controlled (pt said they would stand up and pee, was peeing all the time and had no control). Pt said that the last year they've had a horrible "stomach ache", pt said it wasn't really a stomach ache but more of an ache they felt inside their body where they had a burning sensation and a feeling that something was sticking and poking them. Pt reported their managing hcp was informed about this and had told the pt that the issue could just be because the pt didn't know how to work the equipment. Pt said when therapy was turned off immediately the pain and sensation away. The patient had whole system removed and the sticking sensation was gone. Pt said they did fall alot while having the device so they suspected that they had damaged the system.